Event description:
During troubleshooting for a related report, the home patient (hp) stated there was air in the patient line. The technical service representative (tsr) asked if the bubbles were soda sized. The hp stated the bubbles were large. The tsr recommended that the hp end therapy and start over with new supplies. The tsr walked the hp through the ending therapy early procedure. There was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). This complaint is for air in tubing. Per the complaint information, the patient saw air in the patient line during troubleshooting in a follow up call, the patient stated that she did not notice anything unusual with the supplies. This complaint was not confirmed in the lab due to a lack of sample. There was not enough data within the complaint information to identify root cause of the air. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4).no sample is available. Should any additional information become available, a follow-up report will be submitted.